Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog #1475001080, 510k # k091974 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l3-5. It was reported that the rods were found broken approximately 1 month post-op. The patient underwent a revision surgery approximately 2 months post-op. No patient complications were reported.